Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the ac power breaker tripped. To fix the issue the fse reset the breaker and confirmed charging status. The fse then completed pm with calibration and functional and safety checks. Replaced the batteries as part of pm. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low battery. No patient harm or injury reported.